Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms. Customer continued to use the pump for insulin therapy and has manual injections if necessary. Customer¿s blood glucose level was between 105-190 mg/dl.